Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the device had a lifted keypad during servicing. There was no patient involvement.

Manufacturer narrative:
Correction : omit g0204002 - keyboard/keypad. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, summary attached?, reason code for no evaluation, if other specify, imdrf a, b, c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd service.

Event description:
It was reported that the device had a lifted keypad during servicing. There was no patient involvement.